Manufacturer narrative:
Lot review: a review of the mfg. Lot database for lot# 3275468 (mfg. Date 06/2016) shows (B)(4) units were mfgd., tested, inspected, and released, citing no exception documents.

Event description:
Complaint received reporting leakage issues with one (1) d1000 tego connector; lot# 3275468. The report states, tego was already in place as changed previous session. On hook up, rn noticed blood drips out of tego connector between the silicone outer cover and yellow hard plastic insert and then out the side of tego. Total amount was small but any blood exposure/loss is concerning. There were no adverse patient consequences reported.